Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide with a 5fr sheath, after an interventional procedure. Reportedly, there was no problem during needle deployment; however, when pulling on the blue rail suture, there was a suture break at the distal end of the suture. The remaining suture was gently pulled and a new suture break at the distal end occurred. The suture trimmer was not used. Hemostasis was achieved with the proglide device. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported suture break during the knot advancement. The probable cause was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.